Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient device was at elective replacement indicator (eri) and desired battery replacement (battery is over 6 years old) electrode 8 and 13 greater than 10000 at default amp 0.7 impedance check. Electrode 8 and 13 are not in use. Manufacturing representative (rep) interrogated battery and impedance check was complete. The issue has not been resolved. No surgical intervention occurred but planned. Additional information was received from the manufacturing representative (rep). It was reported that the patient desires elective battery replacement. Replacement has not been scheduled. The cause of the high impedance was not determined. Patient was getting good coverage without the use of these electrodes both prior to and after completing the impedance check. No patient symptoms or complications were reported in this event.